Event description:
The customer reported the device is not reading heart rate correctly. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. During functionality testing, the unit powered on and off using battery power and ac power; however the speaker's sound was quiet even at max volume because it was loose from the housing. The device passed simulation testing and no product performance issues were identified related to spo2 and pulse rate. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device is not reading heart rate correctly. No patient impact or consequences were reported.